Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
An optometrist reported overcorrection of monovision in a patient's left eye 21 days post lasik. Patient complains of vision is too near and makes it hard to work. Reporter informed that enhancement surgery will be completed when vision is stable.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company's acceptance criteria the root cause of the reported event has not been identified. (B)(4).

Event description:
Upon follow up, an enhancement was performed and patient is happy with vision.